Manufacturer narrative:
Evaluation results - visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated a cq2015 collamer three piece lens became stuck in the injector during loading, there was no patient contact. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.